Manufacturer narrative:
.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. The date of death entered is an estimate as the date of death is unknown. The implant date, manufacture date and expiration date are unknown. (B)(4).

Event description:
It was reported that the patient died due to a malfunction of the device. No additional details were provided.

Manufacturer narrative:
The date of death provided on the initial medwatch report is confirmed to be accurate. The sn of the device has been corrected on this report.